Event description:
It was reported that an ultraflex tracheobronchial tent was implanted in the left main bronchus of a patient for treatment of tracheo-bronchial malacia. After approximately six months in situ, the patient began to cough up pieces of the stent. The patient's cough was reported as a severe, retractable cough secondary to asthma. The stent in the bronchus was removed with biopsy forceps. All of the pieces of the stent were successfully removed from the patient. The patient currently has no stents implanted. After the stent was removed, the patient received bronchoscopy treatments to remove mucous and open up the airways. This is also the same treatment that the patient was receiving for the condition before having the stents placed. During this manufacturer's follow-up investigation, the doctor reported that the patient had such a severe case of tracheo-bronchial malacia that this would have caused the problem not the product. Therefore, additional details about the procedure and patient's condition were not made available because the doctor and the hospital advised this company's representative that they did not want any follow-up and were not interested in filing a report about this case. If additional information is made available, a supplement to this report will be filed. The device was destroyed by the user facility and was not returned for evaluation. Therefore, a failure analysis could not be performed. A lot history search was performed and no other complaints were found for this number. The dfu for ultraflex tracheobronchial stents states that it is indicated for use in: "the treatment of tracheobronchial strictures produced by neoplasms or in benign strictures". The contraindications for use listed in the dfu include: "tracheobronchial obstruction with a lumen diameter which cannot be dilated to and maintained at least 4mm". User technique and/or patient anatomy may have contributed to this event. However, company is unable to determine the relationship between this device and this event.